Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product/provided pictures identified that the needle is fractured, at the point where the curve begins. The tube pusher assembly does not appear to have been cycled at all and the sutures and anchors remain in the needle. Fracture analysis has been previously analyzed where bending overload was identified as the mode of failure for this part number. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign - event occurred in japan. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the needle fractured. The patient did not retain the fractured piece and no other consequences were reported for this event. Attempts have been made and no further information has been provided.